Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1970) on 17-oct-2015. The most recent information was received on 28-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("coil pierced ovary / coil embedded into my ovary") and autoimmune disorder ("developed autoimmune disorders") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 2000, (B)(6) 2004, (B)(6) 2009).), miscarriage, vaginal delivery, gestational diabetes, hyperlipidemia, uterine dilation and curettage and cholecystectomy. She is not allergic to any drugs. She denies any alcohol or drug use. Concurrent conditions included obesity, breast feeding, smoker, anesthesia and bradycardia. Family history included heart disease, unspecified (grandparent). Concomitant products included olmesartan medoxomil (benicar) for hypertension, diclofenac for inflammation, ibuprofen (motrin) for low back pain, joint pain and restless leg syndrome, fluoxetine hydrochloride (prozac) for polycystic ovarian syndrome and gabapentin for restless leg syndrome. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2010, the patient experienced back pain ("lower back pain excruciating /lower back pain severe and persistent"), arthralgia ("all over joint pain excruciating /all over joint pain severe and persistent") and restless legs syndrome ("restless leg syndrome excruciating / restless leg syndrome severe and persistent"). In 2016, the patient experienced pain in extremity ("feet pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with malaise, device toxicity ("did not agree to be poisoned when I signed to have them"), pruritus ("itching"), pain ("hurting on daily basis") and anxiety ("mental anguish"). The patient was treated with surgery (essure device from the right cornua of the uterus). Essure was removed on (B)(6) 2010. At the time of the report, the ovarian perforation, autoimmune disorder, pain, back pain, arthralgia, restless legs syndrome, anxiety and pain in extremity had not resolved and the device toxicity and pruritus outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, device toxicity, ovarian perforation, pain, pain in extremity, pruritus and restless legs syndrome to be related to essure. The reporter commented: pfs -patient received medical treatment for coil pierced ovary she not received treatment for all her pain. Patient did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition current weight: (B)(6) lbs mr- left side -four coils trailing right side -7 coils trailing there is free spillage of the contrast media from the right fallopian tube the patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. On (B)(6) 2010 : hysterosalpingogram : coil embedded into ovary , the assure catheter occlusion device is seen in the left fallopian tube with no filling on the left. The essure catheter device on the right appears to have migrated into the right. Lateral uterine cavity. There is free spillage of the contrast media from the right fallopian tube. Conclusion: right essure catheter has migrated into the uterine cavity and is not in the right fallopian tube which is patent. Normal essure catheter is noted on the left with no filling of the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(4) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("coil pierced ovary / coil embedded into my ovary") and autoimmune disorder ("developed autoimmune disorders") in a 38-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 2000, (B)(6) 2004, (B)(6) 2009).), miscarriage, vaginal delivery, gestational diabetes, hyperlipidemia, uterine dilation and curettage and cholecystectomy. She is not allergic to any drugs. She denies any alcohol or drug use. Concurrent conditions included obesity, breast feeding, smoker, anesthesia and bradycardia. Family history included heart disease, unspecified (grandparent). Concomitant products included olmesartan medoxomil (benicar) for hypertension, diclofenac for inflammation, fluoxetine hydrochloride (prozac) for polycystic ovarian syndrome, gabapentin for restless leg syndrome as well as. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2010, the patient experienced back pain ("lower back pain excruciating /lower back pain severe and persistent"), arthralgia ("all over joint pain excruciating /all over joint pain severe and persistent") and restless legs syndrome ("restless leg syndrome excruciating / restless leg syndrome severe and persistent"). In 2016, the patient experienced pain in extremity ("feet pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with malaise, device toxicity ("did not agree to be poisoned when I signed to have them"), pruritus ("itching"), pain ("hurting on daily basis") and anxiety ("mental anguish"). The patient was treated with surgery (essure device from the right cornua of the uterus). Essure was removed on (B)(6) 2010. At the time of the report, the ovarian perforation, autoimmune disorder, pain, back pain, arthralgia, restless legs syndrome, anxiety and pain in extremity had not resolved and the device toxicity and pruritus outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, device toxicity, ovarian perforation, pain, pain in extremity, pruritus and restless legs syndrome to be related to essure. The reporter commented: pfs -patient received medical treatment for coil pierced ovary she not received treatment for all her pain. Patient did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition current weight: 170 lbs mr- left side -four coils trailing right side -7 coils trailing there is free spillage of the contrast media from the right fallopian tube the patient tolerated the removal procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . On (B)(6) 2010 : hysterosalpingogram : coil embedded into ovary , the assure catheter occlusion device is seen in the left fallopian tube with no filling on the left. The essure catheter device on the right appears to have migrated into the right. Lateral uterine cavity. There is free spillage of the contrast media from the right fallopian tube. Conclusion: right essure catheter has migrated into the uterine cavity and is not in the right fallopian tube which is patent. Normal essure catheter is noted on the left with no filling of the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('coil pierced ovary / coil embedded into my ovary') and autoimmune disorder ('developed autoimmune disorders') in a 38-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (( (B)(6) 2000, (B)(6) 2004, (B)(6) 2009).), miscarriage, vaginal delivery, gestational diabetes, hyperlipidemia, uterine dilation and curettage, cholecystectomy, dysmenorrhea and polycystic ovarian syndrome. She is not allergic to any drugs. She denies any alcohol or drug use. On (B)(6) 2010 : hysterosalpingogram : coil embedded into ovary , the assure catheter occlusion device is seen in the left fallopian tube with no filling on the left. The essure catheter device on the right appears to have migrated into the right. Lateral uterine cavity. There is free spillage of the contrast media from the right fallopian tube. Conclusion: right essure catheter has migrated into the uterine cavity and is not in the right fallopian tube which is patent. Normal essure catheter is noted on the left with no filling of the left fallopian tube. Previously administered products included for an unreported indication: zoloft, valium and lorcet. Concurrent conditions included obesity, breast feeding, smoker, anesthesia and bradycardia. Family history included heart disease, unspecified (grandparent). Concomitant products included olmesartan medoxomil (benicar) for hypertension, diclofenac for inflammation, fluoxetine hydrochloride (prozac) for polycystic ovarian syndrome, gabapentin for restless leg syndrome as well as. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2010, the patient experienced back pain ("lower back pain excruciating /lower back pain severe and persistent"), generalised joint pain ("all over joint pain excruciating /all over joint pain severe and persistent") and restless legs syndrome ("restless leg syndrome excruciating / restless leg syndrome severe and persistent"). In 2014, the patient experienced muscle spasms ("back cramps ") and abdominal pain ("abdominal cramps"). In 2016, the patient experienced pain in extremity ("feet pain"). In (B)(6) 2016, the patient experienced sinusitis ("sinus infection"). In (B)(6) 2017, the patient experienced exostosis ("spur") with pain in extremity. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with malaise, device toxicity ("did not agree to be poisoned when I signed to have them"), pruritus ("itching"), pain ("hurting on daily basis"), anxiety ("mental anguish"), dysmenorrhoea ("period cramps"), abdominal distension ("belly swollen"), rash macular ("tiny little red dots under skin (stomach)"), sciatica ("sciatic nerve inflammation"), stress ("stress"), pain in hip ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (remove essure device from the right cornua of the uterus on (B)(6) 2010). At the time of the report, the ovarian perforation, autoimmune disorder, pain, back pain, generalised joint pain, restless legs syndrome, anxiety and pain in extremity had not resolved and the device toxicity, pruritus, muscle spasms, abdominal pain, dysmenorrhoea, abdominal distension, rash macular, sciatica, stress, sinusitis, exostosis, pain in hip and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, autoimmune disorder, back pain, device toxicity, dysmenorrhoea, exostosis, generalised joint pain, muscle spasms, myalgia, ovarian perforation, pain, pain in extremity, pruritus, rash macular, restless legs syndrome, sciatica, sinusitis, stress and pain in hip to be related to essure. The reporter commented: pfs -patient received medical treatment for coil pierced ovary she not received treatment for all her pain. Patient did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition current weight: 170 lbs. Mr- left side -four coils trailing. Right side -7 coils trailing. There is free spillage of the contrast media from the right fallopian tube the patient tolerated the removal procedure well. One device had migrated and patient underwent a tubal ligation. Dr left the coil that hadn´t migrated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: medical history (pcos) and new events added: back cramps, abdominal cramps, period cramps, belly swollen, tiny little red dots under skin (stomach), sciatic nerve inflammation, stress, sinus infection, spur (heel pain), hip pain, and sore muscle. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 17-oct-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('coil pierced ovary / coil embedded into my ovary') and device dislocation ('migration of coils') in a 38-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 2000, (B)(6) 2004, (B)(6) 2009)), miscarriage, vaginal delivery, gestational diabetes, hyperlipidemia, uterine dilation and curettage, cholecystectomy, dysmenorrhea and polycystic ovarian syndrome. She is not allergic to any drugs. She denies any alcohol or drug use. On (B)(6) 2010 : hysterosalpingogram : coil embedded into ovary , the assure catheter occlusion device is seen in the left fallopian tube with no filling on the left. The essure catheter device on the right appears to have migrated into the right. Lateral uterine cavity. There is free spillage of the contrast media from the right fallopian tube. Conclusion: right essure catheter has migrated into the uterine cavity and is not in the right fallopian tube which is patent. Normal essure catheter is noted on the left with no filling of the left fallopian tube. Previously administered products included for an unreported indication: zoloft, valium and lorcet. Concurrent conditions included obesity, breast feeding, smoker, anesthesia and bradycardia. Family history included heart disease, unspecified (grandparent). Concomitant products included olmesartan medoxomil (benicar) for hypertension, diclofenac for inflammation, fluoxetine hydrochloride (prozac) for polycystic ovarian syndrome, gabapentin for restless leg syndrome as well as. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2010, the patient experienced back pain ("lower back pain excruciating /lower back pain severe and persistent"), generalised joint pain ("all over joint pain excruciating /all over joint pain severe and persistent") and restless legs syndrome ("restless leg syndrome excruciating / restless leg syndrome severe and persistent"). In 2014, the patient experienced muscle spasms ("back cramps ") and abdominal pain ("abdominal cramps"). In 2016, the patient experienced pain in extremity ("feet pain"). In (B)(6) 2016, the patient experienced sinusitis ("sinus infection"). In (B)(6) 2017, the patient experienced exostosis ("spur") with pain in extremity. On an unknown date, the patient experienced autoimmune disorder ("developed autoimmune disorders") with malaise, device toxicity ("did not agree to be poisoned when I signed to have them"), pruritus ("itching"), pain ("hurting on daily basis"), anxiety ("mental anguish"), dysmenorrhoea ("period cramps"), abdominal distension ("belly swollen"), rash macular ("tiny little red dots under skin (stomach)"), sciatica ("sciatic nerve inflammation"), stress ("stress"), pain in hip ("hip pain"), myalgia ("sore muscle") and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (remove essure device from the right cornua of the uterus on (B)(6) 2010). At the time of the report, the ovarian perforation, autoimmune disorder, pain, back pain, generalised joint pain, restless legs syndrome, anxiety and pain in extremity had not resolved and the device toxicity, pruritus, muscle spasms, abdominal pain, dysmenorrhoea, abdominal distension, rash macular, sciatica, stress, sinusitis, exostosis, pain in hip, myalgia and device dislocation outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, autoimmune disorder, back pain, device dislocation, device toxicity, dysmenorrhoea, exostosis, generalised joint pain, muscle spasms, myalgia, ovarian perforation, pain, pain in extremity, pruritus, rash macular, restless legs syndrome, sciatica, sinusitis, stress and pain in hip to be related to essure. The reporter commented: pfs -patient received medical treatment for coil pierced ovary she not received treatment for all her pain. Patient did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition current weight: 170 lbs mr- left side -four coils trailing right side -7 coils trailing there is free spillage of the contrast media from the right fallopian tube the patient tolerated the removal procedure well. One device had migrated and patient underwent a tubal ligation. Dr left the coil that hadn´t migrated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporters were added. Event 'migration of coil' added. On 23-mar-2020: processed with fu 16. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1970) on 17-oct-2015. The most recent information was received on 30-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('coil pierced ovary / coil embedded into my ovary') and device dislocation ('migration of coils') in a 38-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 2000, (B)(6) 2004, (B)(6) 2009. Miscarriage, vaginal delivery, gestational diabetes, hyperlipidemia, uterine dilation and curettage, cholecystectomy, dysmenorrhea and polycystic ovarian syndrome. She is not allergic to any drugs. She denies any alcohol or drug use. On (B)(6) 2010 : hysterosalpingogram : coil embedded into ovary , the assure catheter occlusion device is seen in the left fallopian tube with no filling on the left. The essure catheter device on the right appears to have migrated into the right. Lateral uterine cavity. There is free spillage of the contrast media from the right fallopian tube. Conclusion: right essure catheter has migrated into the uterine cavity and is not in the right fallopian tube which is patent. Normal essure catheter is noted on the left with no filling of the left fallopian tube. Previously administered products included for an unreported indication: zoloft, valium and lorcet. Concurrent conditions included obesity, breast feeding, smoker, anesthesia and bradycardia. Family history included heart disease, unspecified (grandparent). Concomitant products included olmesartan medoxomil (benicar) for hypertension, diclofenac for inflammation, fluoxetine hydrochloride (prozac) for polycystic ovarian syndrome, gabapentin for restless leg syndrome as well as. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2010, the patient experienced back pain ("lower back pain excruciating /lower back pain severe and persistent"), generalised joint pain ("all over joint pain excruciating /all over joint pain severe and persistent") and restless legs syndrome ("restless leg syndrome excruciating / restless leg syndrome severe and persistent"). In 2014, the patient experienced muscle spasms ("back cramps ") and abdominal pain ("abdominal cramps"). In 2016, the patient experienced pain in extremity ("feet pain"). In (B)(6) 2016, the patient experienced sinusitis ("sinus infection"). In (B)(6) 2017, the patient experienced exostosis ("spur") with pain in extremity. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("developed autoimmune disorders") with malaise, device toxicity ("did not agree to be poisoned when I signed to have them"), pruritus ("itching"), pain ("hurting on daily basis"), anxiety ("mental anguish"), dysmenorrhoea ("period cramps"), abdominal distension ("belly swollen"), rash macular ("tiny little red dots under skin (stomach)"), sciatica ("sciatic nerve inflammation"), stress ("stress"), pain in hip ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (remove essure device from the right cornua of the uterus on (B)(6) 2010. At the time of the report, the ovarian perforation, autoimmune disorder, pain, back pain, generalised joint pain, restless legs syndrome, anxiety and pain in extremity had not resolved and the device dislocation, device toxicity, pruritus, muscle spasms, abdominal pain, dysmenorrhoea, abdominal distension, rash macular, sciatica, stress, sinusitis, exostosis, pain in hip and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, autoimmune disorder, back pain, device dislocation, device toxicity, dysmenorrhoea, exostosis, generalised joint pain, muscle spasms, myalgia, ovarian perforation, pain, pain in extremity, pruritus, rash macular, restless legs syndrome, sciatica, sinusitis, stress and pain in hip to be related to essure. The reporter commented: pfs -patient received medical treatment for coil pierced ovary she not received treatment for all her pain. Patient did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition. Current weight: 170 lbs. Mr- left side -four coils trailing. Right side -7 coils trailing. There is free spillage of the contrast media from the right fallopian tube. The patient tolerated the removal procedure well. One device had migrated and patient underwent a tubal ligation. Dr left the coil that hadn´t migrated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 17-oct-2015. The most recent information was received on 17-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('coil pierced ovary / coil embedded into my ovary') and uterine perforation ('migration of coils/ failed essure procedure with evidence of perforation of the essure device throgh the cornua of the uterus') in a 38-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 2000, (B)(6) 2004, (B)(6) 2009).), miscarriage, vaginal delivery, gestational diabetes, hyperlipidemia, uterine dilation and curettage, cholecystectomy, dysmenorrhea and polycystic ovarian syndrome. She is not allergic to any drugs. She denies any alcohol or drug use. On (B)(6) 2010 : hysterosalpingogram : coil embedded into ovary , the assure catheter occlusion device is seen in the left fallopian tube with no filling on the left. The essure catheter device on the right appears to have migrated into the right. Lateral uterine cavity. There is free spillage of the contrast media from the right fallopian tube. Conclusion: right essure catheter has migrated into the uterine cavity and is not in the right fallopian tube which is patent. Normal essure catheter is noted on the left with no filling of the left fallopian tube. Previously administered products included for an unreported indication: zoloft, valium and lorcet. Concurrent conditions included obesity, breast feeding, smoker, anesthesia and bradycardia. Family history included heart disease, unspecified (grandparent). Concomitant products included olmesartan medoxomil (benicar) for hypertension, diclofenac for inflammation, fluoxetine hydrochloride (prozac) for polycystic ovarian syndrome, gabapentin for restless leg syndrome as well as. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2010, the patient experienced back pain ("lower back pain excruciating /lower back pain severe and persistent"), generalised joint pain ("all over joint pain excruciating /all over joint pain severe and persistent") and restless legs syndrome ("restless leg syndrome excruciating / restless leg syndrome severe and persistent"). In 2014, the patient experienced muscle spasms ("back cramps ") and abdominal pain ("abdominal cramps"). In 2016, the patient experienced pain in extremity ("feet pain"). In (B)(6) 2016, the patient experienced sinusitis ("sinus infection"). In (B)(6) 2017, the patient experienced exostosis ("spur") with pain in extremity. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("developed autoimmune disorders") with malaise, device toxicity ("did not agree to be poisoned when I signed to have them"), pruritus ("itching"), pain ("hurting on daily basis"), anxiety ("mental anguish"), dysmenorrhoea ("period cramps"), abdominal distension ("belly swollen"), rash macular ("tiny little red dots under skin (stomach)"), sciatica ("sciatic nerve inflammation"), stress ("stress"), pain in hip ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (remove essure device from the right cornua of the uterus on (B)(6) 2010). At the time of the report, the ovarian perforation, autoimmune disorder, pain, back pain, generalised joint pain, restless legs syndrome, anxiety and pain in extremity had not resolved and the uterine perforation, device toxicity, pruritus, muscle spasms, abdominal pain, dysmenorrhoea, abdominal distension, rash macular, sciatica, stress, sinusitis, exostosis, pain in hip and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, autoimmune disorder, back pain, device toxicity, dysmenorrhoea, exostosis, generalised joint pain, muscle spasms, myalgia, ovarian perforation, pain, pain in extremity, pruritus, rash macular, restless legs syndrome, sciatica, sinusitis, stress, uterine perforation and pain in hip to be related to essure. The reporter commented: pfs -patient received medical treatment for coil pierced ovary she not received treatment for all her pain. Patient did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition current weight: 170 lbs mr- left side -four coils trailing right side -7 coils trailing there is free spillage of the contrast media from the right fallopian tube the patient tolerated the removal procedure well. One device had migrated and patient underwent a tubal ligation. Dr left the coil that hadn´t migrated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: coil embedded into ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received: event was updated from device dislocation to uterine perforation. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case report from a consumer in the united states was identified on 17-oct-2015 during monitoring of postings an FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# FDA-2014-n-0736-1970). The report refers to the reporter herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted for permanent birth control having no previous health issues and since implantation developed autoimmune disorders, it caused so much pain and suffering, she did not agree to be poisoned when she signed up to have this. The device itself needs to be tested, broken down and each part evaluated, then it should be clear as to why all were sick. The msds for pet fibers alone should give the answers, much less the nickel causing problems. Follow-up from 12-nov-2015: product technical complaint (ptc) investigation result received. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information received on 07-jan-2016 from consumer via social media and case was upgraded to incident: she reported she suffered pain due to essure and had to have a hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. In addition, she reported autoimmune disorders. Only pain is listed according to essure's reference safety information. After essure insertion, abdominal and pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding autoimmune disorders; based on its pathophysiology and given essure mechanical, local action in the fallopian tubes; causality is considered very unlikely. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since no contact details are available.

Manufacturer narrative:
Follow-up received on 05-feb-2016: case downgraded to non-incident. The consumer did not perform a hysterectomy as previously reported. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She stated that she did not perform hysterectomy as previously mentioned. In addition, she reported autoimmune disorders. Only pain is listed according to essure's reference safety information. After essure insertion, abdominal and pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding autoimmune disorders; based on its pathophysiology and given essure mechanical, local action in the fallopian tubes; causality is considered very unlikely. This case was downgraded to non-incident since surgical intervention was not performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. An updated product technical analysis is expected. No active follow-up will be pursued, since no contact details are available.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 17-oct-2015. The most recent information was received on 22-nov-2017 this spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("coil pierced ovary / coil embedded into my ovary") and autoimmune disorder ("developed autoimmune disorders") in a (B)(6) year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 (((B)(6))), miscarriage, vaginal delivery, gestational diabetes, hyperlipidemia, uterine dilation and curettage and cholecystectomy. She is not allergic to any drugs. She denies any alcohol or drug use. Concurrent conditions included obesity, breast feeding, smoker, anesthesia and bradycardia. Family history included heart disease, unspecified (grandparent). Concomitant products included olmesartan medoxomil (benicar) for hypertension, diclofenac for inflammation, ibuprofen (motrin) for low back pain, joint pain and restless leg syndrome, fluoxetine hydrochloride (prozac) for polycystic ovarian syndrome and gabapentin for restless leg syndrome. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced back pain ("lower back pain excruciating /lower back pain severe and persistent"), arthralgia ("all over joint pain excruciating /all over joint pain severe and persistent") and restless legs syndrome ("restless leg syndrome excruciating / restless leg syndrome severe and persistent"). In 2016, the patient experienced pain in extremity ("feet pain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant) with malaise, device toxicity ("did not agree to be poisoned when I signed to have them"), pruritus ("itching"), pain ("hurting on daily basis") and anxiety ("mental anguish"). The patient was treated with surgery (essure device from the right cornua of the uterus). Essure was removed on (B)(6) 2010. At the time of the report, the ovarian perforation, autoimmune disorder, pain, back pain, arthralgia, restless legs syndrome, anxiety and pain in extremity had not resolved and the device toxicity and pruritus outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, device toxicity, ovarian perforation, pain, pain in extremity, pruritus and restless legs syndrome to be related to essure. The reporter commented: pfs -patient received medical treatment for coil pierced ovary she not received treatment for all her pain. Patient did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6). Mr- left side -four coils trailing. Right side -7 coils trailing. There is free spillage of the contrast media from the right fallopian tube the patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. On (B)(6) 2010 : hysterosalpingogram: coil embedded into ovary, the assure catheter occlusion device is seen in the left fallopian tube with no filling on the left. The essure catheter device on the right appears to have migrated into the right. Lateral uterine cavity. There is free spillage of the contrast media from the right fallopian tube. Conclusion: right essure catheter has migrated into the uterine cavity and is not in the right fallopian tube which is patent. Normal essure catheter is noted on the left with no filling of the left fallopian tube. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2017: events - "coil pierced ovary / coil embedded into my ovary, lower back pain excruciating, all over joint pain excruciating /all over joint pain severe and persistent, restless leg syndrome excruciating / restless leg syndrome severe and persistent, mental anguish, feet pain", lot number, reporter historical condition added from pfs. Concomitant condition, drug, historical condition, lab data, family history added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("coil pierced ovary / coil embedded into my ovary") and autoimmune disorder ("developed autoimmune disorders") in a 38-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2004, (B)(6) 2009).), miscarriage, vaginal delivery, gestational diabetes, hyperlipidemia, uterine dilation and curettage and cholecystectomy. She is not allergic to any drugs. She denies any alcohol or drug use. Concurrent conditions included obesity, breast feeding, smoker, anesthesia and bradycardia. Family history included heart disease, unspecified (grandparent). Concomitant products included olmesartan medoxomil (benicar) for hypertension, diclofenac for inflammation, ibuprofen (motrin) for low back pain, joint pain and restless leg syndrome, fluoxetine hydrochloride (prozac) for polycystic ovarian syndrome and gabapentin for restless leg syndrome. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2010, the patient experienced back pain ("lower back pain excruciating /lower back pain severe and persistent"), arthralgia ("all over joint pain excruciating /all over joint pain severe and persistent") and restless legs syndrome ("restless leg syndrome excruciating / restless leg syndrome severe and persistent"). In 2016, the patient experienced pain in extremity ("feet pain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) with malaise, device toxicity ("did not agree to be poisoned when I signed to have them"), pruritus ("itching"), pain ("hurting on daily basis") and anxiety ("mental anguish"). The patient was treated with surgery (essure device from the right cornua of the uterus). Essure was removed on (B)(6) 2010. At the time of the report, the ovarian perforation, autoimmune disorder, pain, back pain, arthralgia, restless legs syndrome, anxiety and pain in extremity had not resolved and the device toxicity and pruritus outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, back pain, device toxicity, ovarian perforation, pain, pain in extremity, pruritus and restless legs syndrome to be related to essure. The reporter commented: pfs -patient received medical treatment for coil pierced ovary she not received treatment for all her pain. Patient did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury/condition current weight: 170 lbs mr- left side -four coils trailing right side -7 coils trailing there is free spillage of the contrast media from the right fallopian tube the patient tolerated the removal procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. On (B)(6) 2010 : hysterosalpingogram : coil embedded into ovary , the assure catheter occlusion device is seen in the left fallopian tube with no filling on the left. The essure catheter device on the right appears to have migrated into the right. Lateral uterine cavity. There is free spillage of the contrast media from the right fallopian tube. Conclusion: right essure catheter has migrated into the uterine cavity and is not in the right fallopian tube which is patent. Normal essure catheter is noted on the left with no filling of the left fallopian tube. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: initial case via e2b webae (us-mmm-8hz7scn3) was identified as a fu of this case. Onset date of migrated was updated to (B)(6) 2009. Essure start date reported as (B)(6) 2009 and it is ongoing (discrepant with information previously reported). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.